Manufacturer narrative:
Eval: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Ans inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc, defers to the pt's physician regarding medical history.

Event description:
It was reported pt had a successful trial and in 2009, the permanent lead was placed. It was reported for the permanent lead the md used a lamitrode tripole surgical lead, which was placed at t9-t11 for bilateral leg and back pain. It was reported post-op the system was never turned on and pt had movement/feeling in all extremities; however, pt complained about severe pain at incision site. Approximately two hours post-op, nurse reported pt could not longer feel his legs. Doctor took pt back to operating room and explanted system, which was discarded. It was reported pt regained feeling/movement after explant. Device discarded and not returned for eval.